Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified mid to proximal left anterior descending (lad) artery. The physician attempted to place a 4.0x20mm taxus liberte stent, but was unable to cross the target lesion. The physician was able to successfully recover the taxus liberte stent. The procedure was completed with another device. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 4.00x20mm taxus liberte stent revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 were slightly flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subject to positive pressure. No kinks damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No add'l product analysis or external evaluations were performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).